Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 UDI number a getinge field service engineer (fse) evaluated the unit and carts wheel. One of the cart was replaced. After each operation, the operation was confirmed based on the inspection record sheet and it was confirmed that it is currently in good condition and working. These parts were received with a reported unit failure message of casters broken. Performed visual inspection of these parts received and found both casters were broken. Please see attached picture. The fat dept. Verify the failure message of casters broken. Retaining both parts in the fat dept. Per procedure 0002-07-d008 rev ar. The most probable root cause for the reported is normal wear and tear.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the wheels of the cart of the cs100 intra-aortic balloon pump (iabp) unit are broken. There was no patient involvement.